Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s pd effluent was clear, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, the patient was doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as performing therapy with improper training. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with intraperitoneal injection of vancogen (1 gram, frequency and duration not reported) for the event of peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.